Event description:
An endurant stent graft was implanted emergently in a patient for the endovascular treatment of a ruptured 7 cm in diameter abdominal aortic aneurysm approximately one month ago. Vessel morphology was reported as there was no aortic neck. The patient was hemodynamically stable. The endovascular procedure was done percutaneous as the patient was stable enough. The bifurcated stent graft was inserted on the right side and deployed to the level of the contralateral gate. Cannulation of the contralateral gate was not possible due to the large size of the aneurysm and the long distance from the renal arteries to the flow divider. The decision was made to complete deployment of the bifurcated stent graft ipsilateral limb in order to get stability; however, the physician had retracted the spindle and nose cone before pulling the delivery system out and this resulted in the stent graft being pulled down into the aneurysm sac. At this point, another attempt was made to cannulate the contralateral gate, and because the bifurcated stent graft was lower the contralateral gate was successfully cannulated, and the contralateral limb was implanted. The physician elected to implant an aortic cuff proximal to the bifurcated stent graft and started from the renal arteries down because the distance was to long from where the bifurcated stent graft to the renal. A 36x36x70 endurant cuff was implanted proximally at the level of the renal arteries. There was still 5 cm to go distally before reaching the top of the bifurcated stent graft, two 36x36x49 endurant aortic cuffs were implanted distal to the first cuff and connected to the bifurcated stent graft. Then an ipsilateral extension 16x13x93 was implanted to complete deployment of the stent graft system. The stent grafts were ballooned and they took one picture and everything looked good. The patient was being closed and when suddenly the patient's blood pressure dropped for an unknown reason. Chest compressions were started; however, the patient expired soon after. The physician does not know what caused the blood pressure to suddenly drop.

Manufacturer narrative:
(B)(4). Evaluation codes, results: inherent risk of procedure (death); patient's condition affected effectiveness of device (no aortic neck and pre-existing condition; pre-op rupture); unapproved use of device (pre-op rupture). Evaluation codes, conclusion: device failure/lack of effectiveness related to patient condition (no aortic neck and pre-existing condition; pre-op rupture); operational context contributed to event (pre-op rupture).